Manufacturer narrative:
The device was not returned for evaluation. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheters are not draining during surgical c-sections. The physician subsequently administered medication to induce urination. Clinical statement: although urinary retention was not reported, the patient was administered medication to help with urination, which indicates urine retention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheters are not draining during surgical c-sections. The physician subsequently administered medication to induce urination.